Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with and read the pump screen. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.